Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they are trying to get their stimulation to 0.5v but they can't seem to do that. Pt states they are only seeing 0.04v and they don't know how their programmer got this way. Pt services reviewed how pt can increase stimulation to 0.50v. Pt services reviewed this is how the device was programmed but the pt stated that is not the case and states this happened on it's own. Pt reports just noticing this today. Pt services also reviewed checking in with doctor for a estimated longevity calculation. Documented reported event. No further action was taken by patient services.